Manufacturer narrative:
B3: was updated to reflect 11/19/2019.

Manufacturer narrative:
Returned device was received in decent physical condition but the rear housing was damaged. No evidence of reported problem in event log was found. During the evaluation of the device the customer's issue was able to be duplicated. The pump did not beep when the pump was stopped. The issue was found the be a corrupted pwa board. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd-ms3 ambulatory infusion pump topped and there was no beeping to indicate as such. There were no reported adverse events.